Event description:
Additional information was received from a manufacturer representative (rep). The rep reiterated that it is taking patient "hours" to recharge ins ever since recharger was replaced (wires were frayed/exposed at cord/paddle connection) in december. Caller stated patient can't see hcp in office until third week of october so they requested a replacement controller be sent to attempt to resolve the issue. Caller stated that patient claims to not let ins deplete completely and starts to charge when it is around 20%. Tss reviewed that if ins depletes to a point of "therapy unavailable", this will increase recharging time. Tss sent controller request to repair for a controller and suggested caller still meet with patient in october to review tablet recharging stats and see how depleted the ins is when patient starts charging and if there are any periods of "therapy unavailable".

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger. Product ID: 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6).,UDI#:(B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's (pt) external device. It was reported that they received a call from a pt who said they have been unable to charge their implantable neurostimulator (ins) and 'no device found' continues to display. Caller stated the controller is charged 100%. Caller also stated the pt mentioned the recharger paddle is becoming warmer than usual. A replacement recharger (rtm) was sent out. No symptoms were reported. 2022-dec-16 (B)(4). (Rep): no new information 2022-dec-20 (B)(4). (Rep): no new information.